Manufacturer narrative:
(B)(4). At this time, vyaire medical has not received the suspect device. Once received and evaluated, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the unit had an internal electrical issue which caused the wire to get hot and burn. There was no report of any patient involvement associated with this reported event.

Manufacturer narrative:
Results of investigation: vyaire medical was able to duplicate the customer's reported issue during testing and evaluation. Internal inspection revealed exposed wires and a burnt pigtail. Also, the ltm ii board was burnt. Vyaire medical replaced the pigtail to address the reported issue.